Manufacturer narrative:
(B)(4). Analysis of the tined lead found that the outer insulation was separated at the #0 connector butt-joint at the proximal end. Eval code method.

Event description:
The healthcare provider, via the manufacturer representative, reported the tined lead broke during the stage 2 procedure. The physician was trying to remove the boot that covered the percutaneous extension block and the "sheath" around the lead pulled back from the contacts. The internal wiring of the lead was exposed. The lead was removed and a new lead was placed, tested, and implanted along with the implantable neurostimulator. The issue was resolved. The patient's indication was gastrointestinal/pelvic floor.